Event description:
It was reported that the patient was not feeling the stimulation from the implantable neurostimulator (ins) and had to have a catheter placed during an unrelated surgical procedure on the patient's foot. The patient had a skin graft and it was growing through her skin. The ins was not turned off for the surgery but the device switched off during the procedure. Additional information received reported that post surgery, adjustments were made with the patient programmer and that the setting was increased from .06 to .08 and the patient was able to feel the stimulation comfortably.

Manufacturer narrative:
Product ID: unknown, serial# unknown, product type: programmer. Physician product ID: 3093-28, lot# v759963, implanted: (B)(6) 2012, product type: lead.(B)(4).